Event description:
The reason for call was caller reported that 3 days ago they were charging their implantable neurostimulator (ins), and they saw the alert screen that was eos on their 37751 recharger. The caller stated that caught them off guard as they were under the impression the ins would last up to 15 years, and they had only had the ins implanted for 7, almost 8 years. The caller mentioned that probably about a year ago, they thought they may have seen the same message. The caller stated after seeing eos and checking the manual, they pressed the x button and the eos alert screen went away and they were able to charge their ins, confirmed they had not seen the alert screen since, and inquired about if the issue could be with the recharger. Pss had caller confirm status with patient programmer, and patient programmer showed low ins battery screen. Pss had caller perform charging session during the call and the ins was charging, blinking at the first 25% quartile and the recharger appeared to be working correctly, so pss was under the impression there was nothing wrong with the external equipment. Pss reviewed that if the alert message came up again,to call ps before clearing the screen. Pss reviewed to continue to charge their ins, and reviewed that with the ins charging and syncing with patient programmer, pss did not believe the ins had reached eos, and redirected the patient to their healthcare provider to further address the issue.  The caller informed pss they really did not have a current follow-up hcp to provide a name. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.